Event description:
A pt reported blood glucose results of 191 mg/dl and 201 mg/dl with a lifescan meter and 103 mg/dl on a laboratory device, performed within 20 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. Recent kidney surgery, possible low hematocrit. The customer care representative performed troubleshooting and the control solution test was within range. No alleged injury. No medical attention received and no action taken by the pt following use of the meter. The meter and control solution were replaced.